Event description:
Related manufacturer reference number: 1627487-2019-06230, 1627487-2019-06231, 3006705815-2019-02296. Follow up information received that the patient underwent surgery in which two leads and the ipg were replaced. Patient has effective therapy post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-06230, 1627487-2019-06231. It was reported that the patient experienced ineffective stimulation. The patient reported that the system was not providing adequate relief regardless of therapy strength or program. Impedances were checked and all contacts except one were high. The one contact that was not high showed low impedance. The patient may undergo surgical intervention.